Event description:
Philips received a complaint by the customer on the v60 indicating that the devices selection switch is not working on the display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is unable to get into diagnostic mode. The rse informed the customer to open up the ui assembly and verify the cable from the user interface board is securely connected to the switch board. The customer opened the ui assembly and reseated the cable going to the switch board, and it solved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.